Event description:
It was reported that the device was replaced due to normal battery depletion. During the explanting procedure, a colored part suggestive of arc vestige was discovered. The possibility of short circuit of the leads could not be denied. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 6940 implantable pacing lead, implanted: (B)(6) 2000. A 694965 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst commented longevity calculation equals 84%, battery depletion curve equals 95.78% and projected longevity at recommended replacement time (rrt) equals 88%.